Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the customer reported issue was that the sensor did not confirm the cassette lock, and this was not able to be confirmed through testing. Cause of the reported issue cannot be determined. Device submitted for functional and delivery tests. After repair activities completed the device shall be returned to the customer once passing results for functional/delivery tests are confirmed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the sensor did not confirm the cassette lock. The event took place during a functional test at their workshop. There was no patient involvement, and no patient harm/adverse event reported.